Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
It was reported that during the implant surgery the bone fractured. Implant not placed. Tooth site 16. Bone graft have been performed (allograft) on (B)(6) 2024.